Event description:
It was reported that this young patient presented to the emergency department with bradycardia (25 bpm). Upon interrogation, this system that was implanted 10 days ago showed evidence of increased capture threshold measurements. There was no evidence of loss of capture and all other sensing measurements appeared stable. Diagnostic imaging was performed and nothing abnormal was noted. This information was forwarded to boston scientific technical services and it was discussed that increased threshold measurements post-implant were common as the dexamethasone in the lead tip was absorbed. Nevertheless, a thorough system integrity evaluation was recommended. At this time, the system remains implanted and in-service. The patient is stable, but remains hospitalized.